Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-07 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: one loose 3ml syringe with customer attached needle was received. The sample was visually evaluated. No visible defects were observed on the syringe, and the plunger was able to be exercised without difficulty. It was observed that no light would pass through the cannula. Further observation revealed that a white strand of fiber foreign matter was protruding from the cannula tip's fluid path, effectively clogging the fluid path. The reported condition was not found to be associated with the syringe product. No defects were found with syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: it is possible the clogged needle the customer was using could have contributed to the difficulty in exercising the plunger when the two components were connected.

Event description:
It was reported that syringe 3ml ll 200 s/c had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the patient could not push the plunger to get insulin out of the syringe. Event description per email states: caller reported [customer reported 4 syringes that she could not push the plunger to get insulin out of syringe, 2 on (B)(6) 2021 and 2 on (B)(6) 2021. Number of occurrences - 4. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.